Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). United states baxter healthcare - (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a occurred at the connection of a homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the event. This occurred during dwell five of seven of peritoneal dialysis therapy. During the troubleshooting, it was reported that the 3rd bag was empty but it was wet at the connection as if there was a small leak. Renal therapy services (rts) assisted the patient in ending the therapy session. Rts had the patient cycle power the device to clear the alarm. Rts advised the patient to do manual exchange to complete therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.